Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and a hemostatic valve separation issue occurred. During the procedure, when trying to advance the sheath through the valve, there seemed to be resistance. There was a piece within the valve that was broken according to the physician. The hemostatic valve did not appear to break into two pieces, but a piece apparently broke off into the valve. The sheath was being used on the patient when the event occurred. No air was introduced into the patient¿s body. The issue did not require intervention. There was no blood return. The sheath was replaced and the issue resolved. The event was assessed as a reportable hemostatic valve separation issue.

Manufacturer narrative:
Initially it was assessed that a hemostatic valve separation issue occurred. The biosense webster, inc. Product analysis lab received the device for evaluation and on july 24, 2020 it was observed that the device was received in the condition reported as a hemostatic valve was dislodged inside the hub of the device. This issue remains assessed as a reportable MDR issue. The device summary investigation was completed on july 24, 2020. It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. During the procedure, when trying to advance the sheath through the valve, there seemed to be resistance. There was a piece within the valve that was broken according to the physician. The hemostatic valve did not appear to break into two pieces, but a piece apparently broke off into the valve. The sheath was being used on the patient when the event occurred. No air was introduced into the patient¿s body. The issue did not require intervention. There was no blood return. The sheath was replaced and the issue resolved. A visual inspection was performed and it was found that the hemostatic valve was dislodged inside the hub of the device. The dislodged condition noted on the hemostatic valve is related with the customer complaint and may have appeared to have been caused by excessive force and handling being applied to the device; however, none of those can be conclusively determined. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the dislodged hemostatic valve inside the hub could be related to handling of the device during the procedure; however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).